Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure there was an absence of ultrasound on the system. The test of the handpiece passes prime/tune. No system message was displayed. The handpiece was exchanged twice with no resolution to the issue. The patient was transferred to another facility. Additional information has been requested but not received.

Event description:
Additional information was received from the surgeon. The system failed after capsulorhexis portion of the procedure. The surgeon attempted to perform the "furrows" without success. A second procedure was performed on the following day after the patient was transferred to another facility due to operating room personnel organization. At a recent post operative visit the patient has fibrosis near the implant. He patient's iris is in semi-mydriasis, "tyndall".

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Clarification on "tyndall" has been received from company representative indicating cellular tyndall effect was measured as positive in vitreous.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event of no ultrasound. The u/s controller printed circuit board (pcb) was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 16, 2010. Based on assessment, the product met specifications at the time of release. With no, additional information, the reported event of the patient experiencing mydriasis and needing to be transferred was unable to be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).